Event description:
Patient reported pump stopped working with no alarm when removed from charger.

Manufacturer narrative:
Patients are instructed in the user manual (2 places) and on their training to test pump, that its working on battery before every use to eliminate the possibility of battery or connector to battery are broken and that pump will work if needed to work without the charger or when mains is disconnected.